Event description:
(Iab s/n unk) after the iab was inserted into the pt, the dilator was removed from the sheath and the clear hemostasis valve was unscrewed from the sheath. The hemostasis valve was not returned to co for eval. The valve was discarded by the facility.